Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2018-06522 and 1627487-2018-06523. It was reported the patient underwent surgical intervention on (B)(6) 2018 where the leads and ipg were removed and replaced. The patient developed a hematoma postoperatively and was taken back to the operating room and the surgeon resolved the hematoma. Postoperatively, the patient was receiving effective stimulation

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2018-06522 and 1627487-2018-06523. Follow up information identified the location of the hematoma was at the lead site. The patient was discharged the night of the surgical procedure. The patient experienced post procedure related pain and that pain is better. The patient is receiving effective stimulation postoperatively.